Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the dvi signal input conditioner component required replacement. The technician replaced the dvi signal input conditioner component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch screen to their hexavue custom room rack was not responding. No report of injury.